Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from colombia that during service and evaluation, it was determined that the air pen drive device motor seized, moved heavily and was jammed. It was further determined that the device failed pretest for check power with test bench, minute 30 to 80 watt, check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, check internal leak tightness and check status of development. It was noted in the service order that the device needed parts changed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.